Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient have had nothing but problems with trying to charge his ins and was becoming aggravated. Patient further clarified that it is extremely hard to get coupling bars when he is charging his ins and he has to press hard on his body to get coupling bars. Majority of the time he will get between 0-2 coupling bars. If he does get 8 coupling bars they will not stay and the coupling bars will drop down to 1 or 2. Due to having to press hard on his ins when charging it is causing him pain. Due to these issues charging and the pain this is causing him, he is only able to partially charge his ins. The ins is located in the lower right side of his stomach. Patient added that it is difficult to locate the ins to begin charging. Patient was told by a rep that the ins may need to be replaced due to this. These e issues have been going on since around date of implant. Later, patient called and stated that the ins battery is dead and won't charge. Additional information received from the consumer reported that they met with a manufacturer representative and couldn't charge. The patient stated their physician wouldn't schedule appointments at this time and they were experiencing pain. Additional information was reported that the manufacturer representative (rep) called and is with the patient and the new recharger. They performed an antenna locate which showed some improvement with numbers (previously in the 60's and now in the 70's). The rep started the 60 minute countdown and had additional questions regarding pocket status and when to assess pocket by physician. The patient said initially (after implant) they were getting full coupling bars, and the rep was unable to discover when the patient actually started to have issues recharging. At one point the caller indicated since the ins was replaced in 2017. The last recharge session on (B)(6) 2020 they recovered the ins, but coupling went from full bars to zero bars. The rep discussed scenario's if the same issue occurs today. The rep reported the ins ison the patient's side and from him to recharge he would move some of his skin (adipose). It was also discussed a possible 2nd strike, but would not be certain until the ins is fully recovered. Additional information was received from a manufacturer¿s representative (rep). The rep reported that a jumpstart was performed and after 60 minutes, the charging screen appeared. However, the antenna wouldn't couple successfully with the battery resulting in the battery not charging. The rep reported that the patient had been advised to contact their doctor to evaluate battery placement. The issues weren't resolved as the pocket and battery needed to be assessed by a doctor. No further complications were reported.